Manufacturer narrative:
Batch review performed on 13 may 2019 lot 185430: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: liner: mpact 01.32.3648hct flat pe hc liner ø36/f (k103721), lot 186972: (B)(4) items manufactured and released on 02-nov-2018. Expiration date: 2023-10-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event (complaint 0707-19). Stem: masterloc 01.39.207 cementless ti coated lat stem # 7 (k151531), lot 186730: (B)(4) items manufactured and released on 22-nov-2018. Expiration date: 2023-11-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115), lot 186550: (B)(4) items manufactured and released on 28-nov-2018. Expiration date: 2023-11-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 2 months after primary the surgeon performed a washout and revised the cup, the liner, the head and the stem with another company's products for a hip infection (the pathogen is unknown). The surgery was completed successfully.